Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient's nurse reported that the patient's garment did not fit well. The nurse stated that the garment was cutting into the patient's skin. The nurse requested a new garment for the patient. The distributor re-measured the patient and provided the patient with a garment in the appropriate size.